Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pre-use check. The conclusion was that problem was solved by replacing the moisture trap. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator had an issue. No more details were available. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).